Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that an alert 38 motor stall occurred on the ilet during the fill tubing sequence, consistent with a failure to infuse and linked to the motor component; the user was guided to rewind, disconnect previous supplies, perform a dry run that progressed past 120 units without further alerts, then complete a full supply change and resume insulin delivery, and replacement infusion sets and connectors were arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of the information they provided. Investigation of this case revealed a communications-related problem identified in association with a stalled motor and failure to infuse involving the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.